Manufacturer narrative:
Through the customer¿s internal investigation, the donor contains a low (B)(6) viral load. Roche has determined that there is no product malfunction as the donor sample contains a low concentration of (B)(6) that would not be reproducibly detected as it is below the limit of detection of the cobas taqscreen mpx test, v2.0 ce-ivd. There is no indication that this situation led to death or serious injury. The customer continues to investigate the situation. If additional information becomes available that indicates death or serious injury, a supplemental medical device report will be filed. The UDI for cobas taqscreen mpx test, v2.0 ce-ivd is (B)(4). In outcomes attributed to adverse events, "other serious" was selected. No serious injury or harm has been reported to date and an investigation is on-going by the customer site. No other selections were appropriate for this situation. (B)(4). Roche has determined that there is no product malfunction as the donor sample contains a low concentration of (B)(6) that would not be reproducibly detected as it is near or below the limit of detection of the cobas taqscreen mpx test, v2.0 ce-ivd test.

Event description:
A hospital in lithuania alleged false non-reactive results for a donor when tested with the cobas taqscreen mpx test, v2.0 ce-ivd in a pool of 6. Donations from this donor were transfused into recipients prior to recent (B)(6) reactive results obtained in (B)(6) 2016 using the cobas taqscreen mpx test, v2.0 ce-ivd (pools of 6 and 1). Through the customer¿s internal investigation, the donor contains a low (B)(6) viral load. Roche has determined that there is no product malfunction as the donor sample contains a low concentration of (B)(6) that would not be reproducibly detected as it is near or below the limit of detection of the cobas taqscreen mpx test, v2.0 ce-ivd test. There is no indication that this situation led to death or serious injury. The customer continues to investigate the situation. If additional information becomes available that indicates death or serious injury, a supplemental medical device report will be filed.